Event description:
The healthcare professional (hcp) of the home patient (hp) reported the hp developed peritonitis while using the homechoice pro cycler for apd therapy. The hcp related that the hp had pain during drain and cloudy effluent. As a result, antibiotic therapy (ancef) was initiated. The hp continued to experience pain and three days later the hp discontinued apd therapy during dwell and was admitted to the hospital. While hospitalized, the hp continued their antibiotic therapy and their apd fill volume was reduced from 3000mls per exchange to between 1000ml and 1500mls. The hp was released from the h0spital and their apd fill volumes have been steadily increased during their recovery, the most recent fill volume being approximately 2000mls.